Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02340 and 3005099803-2009-02344 for the other associated device information. It was reported to boston scientific corporation in 2009, that two gold probes and a bipolar gold probe cable adapter were used during a gastric cauterization procedure on the same day. According to the complainant, during the procedure, after plugging the first gold probe into the generator, no current was generated at the probe distal tip for cauterization. The first gold probe was detached and a second was used with similar results. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.